Manufacturer narrative:
The engineering evaluation noted the revision reported was likely the result of prosthesis wear due to the insert not being properly seated on the medial side, leading to excessive loading of the articular surface and then delamination. Concomitant devices: 1. 234-03-04, optetrak asy,ps cemented femoral, sz 4 2. Tibial tray.

Manufacturer narrative:
Pending evaluation. Concomitant devices: 234-03-04, optetrak asy, ps cemented femoral, sz 4. Tibial tray.

Event description:
This case was operated approximately 3 years ago. The poly, which has been completely delaminated, which led to severe osteolysis & hence all the three components were explanted & revised with legion revision system.

Manufacturer narrative:
Pending evaluation. Concomitant devices: 1. 234-03-04, optetrak asy,ps cemented femoral, sz 4. 2. Tibial tray.